Event description:
Patient's device was explanted due to infeciton at the pulse generator/pocket area. The infection was treated with antibiotics and explant of the pulse generator only. Physician indicated that the patient is doing well and the infection has resolved. Further follow-up revealed that the patient was scheduled for explant of the bipolar lead in 2003 because the patient did not want to be re-implanted with the vns.